Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following: under infusions: leucovorin and oxaliplatin (same patient). Both bags observed with very little air to no air in the IV bag at the start of the infusion approx. At 8:55 am. Infusing through implanted port. Pump about 5 inches above patient heart level. Regular tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak, flow issues - accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.